Manufacturer narrative:
(B)(4). The incident sample was discarded and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during use of the device, a spark occurred from the electrode and the insulation flamed. The insulation cracked. The doctor checked and no insulation was in the patient. No patient injury occurred. The incident electrode was discarded.